Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the a-frame of taper removal instrument fractured during use in surgery; extending surgery 20 minutes. Follow up information was requested with no additional information provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) complaint sample was evaluated and the reported event was confirmed. Visual inspection found no damage to the threads. The taper adapter removal body exhibits a crack and the slot that holds the taper adaptor is damaged. Hardness test was conducted on the device. The device exhibits wear and damage that indicates the device functioned as intended during field use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.